Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital for diabetic ketoacidosis (dka). The contact did not have any additional information regarding the event. Multiple requests were made for more information; however, the contact or customer did not reply.